Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Date is estimated; month and year are valid. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the caller was redirected by their manufacturer representative (rep) to the manufacturer for a replacement recharger. Caller stated that about a week ago they noticed that the paddle on the recharger was getting abnormally warm and ever since then every time they try to charge their implant they see "system problem rm03." Caller stated they tried resetting the controller battery but this did not make any difference. Agent had caller inspect the recharger for damage; caller noted some of the cord coating had broken off. Agent had caller connect the recharger to the controller and initiate a charge session. Caller noted that since this issue has started, the only way they can get any connection to the implant is going through passive recharge mode. Caller saw a low of 99 and a high of 100 on the prm screen. After a couple minutes, the controller showed error message system problem rm03 cannot continue. The issue was not resolved. An email was sent to the repair department to replace the recharger. No symptoms were reported.